Manufacturer narrative:
Correction information: sections: e.1, e.2 & e.3, g.2, b.5, a.1, a.2, a.3, d.1, d.4, h10, h.4, d.6a, d.6b, d.5, h.6 advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable at this time as this is an or return device. The recipient was reportedly implanted with a back up device and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a complication during initial implant surgery. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.